Event description:
The pt experienced a loss of therapeutic effect after she pushed a motorcycle wheel with her foot and felt a pull in her back. She had x-rays 3 days later with the device off (results unknown), but has not had adequate stimulation since. Add'l info was requested.

Manufacturer narrative:
(B)(4).